Event description:
It was reported "when inserting catheter and suctioning, the catheter could not be withdrawn pulling the thumb valve. So a user pulled the catheter over sleeve and the catheter detached from adaptor of thumb valve. A patient was in bradycardia" and spo2 [oxygen saturation] decreased while it took 10 seconds to remove the catheter from the patient. [The patient's] condition was back to be stable after inhaling concentrated oxygen. The suction catheter was used over 24-hours.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 04-aug-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30125537, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The received sample was returned without the original packaging. No other components received. The device was evaluated. Upon receipt of the sample, the catheter bushing appeared detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There was no visible evidence of bonding agent application with optical brightener. When placed under magnification to see if there were any type of residue of the, the catheter bushing, and cone adapter had no residue of bonding agent. No melted-like material residue around the two components. No depth marks to be assessed. The root cause was manufacturing related. All information reasonably known as of 13-jan-2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.